Manufacturer narrative:
An investigation was carried out into this complaint. It was reported that a resident fell out of sling used with maxi move passive floor lift and hit his/her head. As a consequence an injury has been sustained - the cut which required medical treatment. Unfortunately, no further details regarding a stage of the injury have been revealed by the facility staff. Following cautious approach, in respect to the fact that the treatment of the cut was necessary (resident was taken to hospital), we found the suffered injury to be serious. When reviewing similar reportable events occurred on maxi move passive floor lifts, we have found a number of cases with similar fault description (clip detachment). If compared to the number of sold devices and in comparison to their daily usage, the occurrence rate for reportable complaints claiming this failure mode is considered to be low. Neither the involved lift, nor slings were marked by the staff or tagged out of service after the incident occurred. These devices could not have been inspected by arjohuntleigh representative. It was confirmed only that the sling in question was put back to be used again, therefore it can be concluded that no technical device malfunction took place, however, it contributed to the outcome of the event due its unintended use. It remains unknown whether the system was under arjohuntleigh service/maintenance contract or not. The facility did not provided any further details about the incident or condition of the devices being involved with it. As per device labeling, a sling clip when correctly attached and adjusted to stay in place, locks in position with the weight of the patient. Therefore, it is not likely that it may come off during on-label use. The sling clip design is that, if locked on a hanger bar pin, it cannot detached in any direction (up, down, sides) since its movements are stopped either by the metal frame of the spreader bar, metal end stop of the clip attachment lug, it is pulled down by the weight of the patient or it rests on said clip attachment lug. When the clip becomes detached, the person is likely to fall away from the sling towards the corner where the clip detached, as shown in simulations performed: if the leg clip is not attached but a resident weight is applied to it during initial stage of resident transferred onto the sling, a drop can be immediate if there is no chair that could prevent the further fall. If the labeling is followed the possibility of occurrence such hazardous situation is minimal. However, it is possible for the caregivers to not follow the instruction provided in the device labeling in regards to checking if the clips are correctly attached and remain in tension as the weight of the resident is gradually taken up. The user is obliged to monitor the clips becoming under tension when the weight of the patient is gradually being loaded on. There are additional scenarios, which also involve usage of the device, which is not in accordance to IFU. During transfer the resident must be turned in the correct direction. As a result the caregiver must manipulate the spreader bar that holds the sling and is able to turn for this purpose. The intended and labeled use is that this occurs by operating and manipulating the spreader bar itself, and not the sling nor the person in the sling. If this labeling is followed the possibility of occurrence of hazardous situation is minimal. However, it is possible for the caregiver to not follow the labeling and use the person in the sling to manipulate the spreader bar. In this case the clip could be inadvertently pulled off by the caregiver while using the sling or the person in the sling for repositioning. Unfortunately, due to very limited information provided to arjohuntleigh representative by the facility staff none of the presented scenarios can be pointed out as an actual one that took place in the investigated event. According to the instruction for use for maxi move lift (001.25060, rev. 12): "caution: always check that all the sling attachment clips are fully in position before and during the lifting cycle, and in tension as the patient's weight is gradually taken up." To sum up, we come to the conclusion that the event was most likely caused by use error, based on the customer information and the simulations performed based on earlier incidents. The labeling for the lift device indicates the system should be used by trained personnel that are aware of the IFU contents. Arjohuntleigh suggests reminding the staff involved of the device labeling, with special attention to correct lifting procedure and checking the sling and the lift before transfer. This is to be communicated to the customer. Taking into account the listed above facts, it is found the device was being used for patient handling when the event occurred and it was also directly involved with the reportable incident as the resident fell out of the sling and sustained a cut which required medical treatment.

Manufacturer narrative:
(B)(4). Additional information will be provided upon the conclusions of the investigation. Device not identified.

Event description:
On 2017-05-22 arjohuntleigh has been notified about the incident involving maxi move passive lift. It was reported that the resident fell out of the sling hitting his head. As a result of this event the resident sustained a head cut which required medical treatment. The resident was taken to the hospital.